Event description:
It was reported that the patient had difficulty coupling the implantable neurostimulator (ins) with the recharger. The "antenna locate" feature on the recharger was used, which resulted in a "power-on reset" (por) being displayed followed by normal recharging. The patient was then able to get 8 coupling bars for recharging. After recharging, the patient was unable to adjust stimulation. The patient programmer showed a "call your doctor" icon and a por condition. The patient was able to clear the por and the issue was resolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead, product ID: 37752, serial# (B)(4). Product type: recharger, product ID: 37743, serial# (B)(4). Product type: programmer, patient product ID (B)(6), lot# n210962, implanted: (B)(6) 2009. Product type: plug and boot, product ID: 3550-29, lot# n188729, implanted: (B)(6) 2009. Product type: plug and boot. (B)(4).